Event description:
The dental implant fx4810mlc was removed on (B)(6) 2018 due to failure to osseointegrate 17 days after implantation. The patient needed bone augmentation for the surgery. The patient has no significant medical history but is a tobacco user. The patient has recovered without complications.